Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-00894.

Event description:
It was reported that, "implant revised on (B)(6) 2010. Noted tibial and femoral components not bonded at all to cement and grossly loose."